Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. The device was attached to an encore inflation unit and during an attempt to inflate liquid into the balloon, a pinhole leak was confirmed. The pinhole was located at the proximal edge of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the hypotube was kinked at multiple locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on 26-jun-2019. It was reported that balloon could not dilate. The target lesion was stenosed for 80% or more. A 10/2.00 flextome cutting balloon was selected for use. During the procedure, the balloon could not be dilated inside the patient. The procedure was completed with another of the same device. No complications reported and patient is stable. However, a pinhole leak was confirmed after device analysis.